Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analyzer (serial number:(B)(6)). The investigation determined that the elecsys anti-hcv ii and elecsys hiv duo assays and the instrument were performing within specifications based on the final data review, including calibrations and quality controls. However, the investigation noted increasing quality control recovery towards the end of reagent packs. The field service engineer's visit included the replacement of the measuring cell, modification of the gear pump heads, and adjustment of bead mixing. Post-service instrument checks confirmed normal functionality. A definitive root cause for the reported event could not be identified. It cannot be excluded that the issue was resolved during the maintenance visit.

Event description:
The initial reporter alleged an increased frequency of false reactive results for the elecsys anti-hcv ii and elecsys hiv duo assay on the cobas pure e 402 analytical unit after transitioning from the cobas 6000 system. A withdrawal sample was tested the next day on a competitor platform (alinity), which yielded non-reactive results. According to the customer laboratory's standard operating procedure, reactive samples were re-centrifuged and re-tested in duplicate on the cobas pure e 402 analytical unit, and the samples remained reactive.